Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The current blood glucose level is 371 mg/dl. The customer treated high blood glucose with manual injection and bolus from insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does allege insulin pump under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer wishes to continue pump troubleshooting. Customer performed displacement test and insulin pump alarmed no reservoir detected. Customer performed high pressure test and insulin pump alarmed insulin flow blocked alarm. The insulin pump will not be returned for analysis.